Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.

Event description:
It was reported that patient underwent total hip replacement in 2007, during which she received a durom cup acetabular component. Patient reports that post-op, she has been experiencing pain and is scheduled for revision in 2009.